Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: the crimped valve had 2 struts bent outward at the inflow side. Post expansion of valve: the bent struts corrected, and the leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: the patient's access vessels had presence of tortuosity. The reported event for frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in imaging evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra valve, resistance was felt during insertion of the valve and 29mm commander delivery system. Using fluoroscopy, the team was able to see that the valve was embedded in the side of the esheath. A new 16fr esheath+, valve and delivery system was opened and prepped, while removed the current one as a whole unit. The new valve was implanted successfully. Per report, the valve strut was observed to be poking out of the esheath. Per response from the fcs, there was no frame damage or bent strut. However, per pre-decontamination observations of the returned device, 2 valve struts were observed to be bent and corrected once expanded. A sheath puncture was observed on the strain relief.